Event description:
The nurse of a (B)(6), female, pt, contacted zoll customer support to report that there were exposed wires on the pt's electrode belt and monitor and that the monitor was displaying code 204. The pt was issued a replacement electrode belt and monitor.

Manufacturer narrative:
Device eval summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cables or wires exposed, code 204) has been confirmed. Upon receipt the trunk cable was pulled from the distribution node and the j702 connector was damaged. This damage left the electrode belt unable to detect or treat a pt, the root cause for the pulled cable and damaged connector cannot be positively determined, but is likely excessive force. Device eval for monitor sn (B)(4) has been completed. The reported problem (code 204) was confirmed. Upon investigation, the monitor was unable to communicate with an electrode belt due to a defective inverting charge pump (u612) on the monitor c/a board. The root cause for the defective u612 component could not be positively identified. No adverse event resulted from the damaged trunk cable and j702 connector and defective u612 component. The pt received a replacement electrode belt and monitor. Electrode belt sn (B)(4) manufactured: 05/2012. Monitor sn (B)(4) manufactured: 06/2010.